Event description:
Surgeon reports in his letter to the bfarm that the pt visited the hospital on (B)(6) because of pain in the right hip and a breakage of the nail was detected. Surgeon further reports that a revision surgery became necessary and a total hip endoprosthesis was implanted instead.

Manufacturer narrative:
Device will not be returned for eval. If the device or additional info becomes available, it will be submitted on a supplemental report.